Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was received for analysis. A visual examination of the returned device confirmed a complete balloon detachment. The balloon was not returned. The balloon had detached from the distal and proximal balloon bonds. The device did not show any signs of use within the patient. There was no damage to the remaining shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).

Event description:
Reportable based on additional information received (B)(4) 2013. It was reported that during a shunt percutaneous transluminal angioplasty, cutting balloon rupture occurred. Access was gained using a 6f non-bsc introducer sheath at the left side elbow vein. The 95% stenosed target lesion was located in a shunt of the moderately tortuous and calcified left side forearm vein. A non-bsc 0.014" guidewire was then selected and advanced to cross the lesion. A 4 mm x 1.5 cm x 140 cm spcb flextome mr cutting balloon was then selected and advanced to treat the target lesion; however, upon inflation at 8 atm, the balloon ruptured. The procedure was completed with another of the same device at 12 atm. No patient complications were reported and the patient's condition is good. However, additional information revealed balloon detachment.